Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (results/components): 1 device: electrical/electronic component problem identified/sensor. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report now summarizes 22 malfunction events(s), instead of 23.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 6 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 23 malfunction events, where it was reported the devices experienced unintended direction of the zoom. No adverse consequence or clinically relevant delay in treatment was reported.